Event description:
Thora-seal iii, chest tube was placed for pneumothorax in 2003. The next day, pt was experiencing increase in difficulty breathing, and it was discovered that the chest tube had inavertently been clamped off. It could have possibly happened during transport of pt to diagnostic imaging dept. Or during pt care on the nursing unit.